Event description:
Guardian crutches issued to me at prosthetic dept. Transfer myself a hip articulation amputee from my bed to my wheelchair. My wheelchair broke from cross member that support the weight of user. The defective wheelchair caused me to hit my head against the wall on the side of my bed. My accident caused me to hurt my back, head, and left hip. After a while I crawled up onto my bed. My daughter came from work to pick up something that she forgot. She had to go back to work. I told her what happened to me. I contacted chief prosthetic to let them know about the accident with the defective wheelchair. They assured me that the wheelchair MFR will be notified. They requested that I return defective wheelchair prosthetic to (B)(6). Accident report from (B)(4). Reporting med devices that break causing injuries to patients. I found out that (B)(4) is reporting my accident with wheelchair from prosthetics dept at (B)(4). Staff person under chief prosthetic at (B)(6) told me that chief of prosthetic condemned the government issued med device wheelchair. Serial number (B)(4). I contacted (B)(4). Recently, I was told the prosthetic dept at (B)(6) never reported the accident with the broken wheelchair. Thank you.